Manufacturer narrative:
(B)(4). Date sent: 11/10/2022. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that one psee45a tyvek was returned for analysis. Upon visual inspection, the tyvek was noted to be without apparent damage. Also, the seal area was noted completed on the tyvek. However, the blister was not returned. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event since the blister was not returned and no damage on the tyvek was noted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.): no. They opened a new stapler and did the surgery. What is the most current patient health status and condition? Patient back home. A manufacturing record evaluation was performed for the finished (B)(4) with lot number x94z9k, and no non-conformances were identified. Manufacturing date: 05/15/2022. Expiration date: 04/30/2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the packaging was not sealed properly; product not sterile did not use it on the patient; so no tissue cut and no staples deployed. No patient consequences reported. No further information is available.